Event description:
It was reported that this pacemaker and unknown model of right atrial exhibited loss of capture. Additional surgical intervention performed five weeks post device implant to explant and replace the lead. The pacemaker remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.